Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient passed away while connected to a homechoice device. There were no issues reported with the homechoice device and no alarms were generated, however, the customer contacted baxter requesting a functional check on the device. The event occurred during an unspecified process step of pd therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. Renal therapy services (rts) initiated a swap of the device; however, the reporter stated the facility decided to put the cycler ¿back into rotation¿ and the cycler will not be sent back to baxter for evaluation. Additional information related to the patient event, patient¿s demographics, medical condition, medical history, or medical intervention was unable to be obtained.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.